Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was confirmed by the third-party distributer. No additional reportable malfunctions were identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image was caused by the image noise. The most probable caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had blurry image during set up/inspection for use (during set up in room/before patient in room). There were no reports of patient involvement.